Manufacturer narrative:
At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 blade, the image would disappear intermittently, as well as go blurry. A backup titanium lopro t3 blade was used to complete the procedure. No delay in the procedure, harm to patient, or user harm was reported.